Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this device was included in the shortened replacement window (srw) advisory and a memory dump was enroute to boston scientific crm for analysis. A memory disk was returned to boston scientific's technical services on april 23, 2009 and was forwarded to boston scientific's post market quality assurance laboratory for analysis. The device's current monitoring voltage was 2.59 volts. The estimated implant time of this device was (B)(6) 2006 and the middle-of-life (mol) 2 timestamp occurred on (B)(6) 2008. It was concluded that the mol2 timestamp was triggered by charge time and premature battery depletion could not be conclusively determined. Subsequently, boston scientific crm received information in june 2010 that this device triggered elective replacement indicator (eri) in (B)(6) 2010.

Manufacturer narrative:
The device was returned and is currently undergoing laboratory testing.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.